Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. During hospitalization, the patient began treatment with an unspecified anti-inflammation injection for the event. At the time of this report, the patient was not recovered from this event. On an unreported date, dianeal therapy was discontinued. No additional information is available.